Event description:
Chronic iritis [iritis]. Uncontrolled increased intraocular pressure (secondary glaucoma)[intraocular pressure increased]([visual field defect nos], [optic nerve disorder nos]). A physician reported that pt rec'd a 920 ceeon lens (diopter 21.50) implant in the left eye in 2000. Since receiving the ceeon lens implant, pt has experienced chronic iritis. In addition, pt developed an uncontrolled increase in intraocular pressure as well as worsening of their optic nerve and visual field. On an unspecified date, pt required glaucoma surgery to correct the problem, which ultimately failed. As of 10/15/02, the lens remains implanted. The physician stated that he has had similar cases of chronic iritis associated with silicone lens implants. Further info was not provided. Case comment: this pt developed iritis and uncontrolled increase in iop and worse of the optic nerve head and visual fields. Iritis is listed in the cds. The other reported events are signs and symptoms of a secondary glaucoma which is also listed in the cds. Pt's medical history regarding whether there was pre-existing glaucoma before the iol implantation, type of surgery performed, whether there were retained viscoelastic during the phacoemulsification procedure of the iol implantation etc would prove useful for the proper assessment of the case. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, MFR, or product caused or contributed to the event.